Event description:
It was reported that the atrial lead threshold has increased, the sensing value is low, and there has been mode switching. The device was reprogrammed to dual chamber, and unipolarizing the ventricular lead has improved thresholds and sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that there was low impedance and a polarity switch occurred. It was also noted that atrial high rate episodes show noise.

Manufacturer narrative:
(B)(4).